Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was returned without an alleged complaint. The most likely cause could not be identified because no related problem was detected with the device. No information regarding the customer issue that occurred with the device was available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a vascular procedure, 2 clips were placed on a vessel. Upon observation later in the procedure, it was discovered that the clips had slipped off vessel. Another clip was placed on the vessel complete the case.